Event description:
Wire fractured during ablation. Md performing a transeptal puncture required needle to penetrate between chambers of heart. Guide wire used to reduce likelihood of incorrect puncture. Md did not notice any pull or problem with wire. Pt had neuro deficit. Wire seen on film. Removed in cath lab.